Manufacturer narrative:
Merge technical support remotely accessed the customer's hemo system and found that nothing populated in the merge log nor in the app log on the client pc. A review of the hemo monitor pc showed no entries in the event log for an hour and a half. It was determined that the hemo monitor was faulty and needed to be replaced. The replacement hardware was shipped to the customer on 07oct2016. The replacement unit was not functioning as expected and was subsequently returned to merge healthcare on 26oct2016. The customer stated that another replacement will be ordered at a later date since the site is completing a "room refresh" and do not want the new placement unit sitting idle during renovations. Tech support continues to monitor the customer's reported problem. For this reason, conclusion code 11 (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo monitor had to be rebooted during a procedure involving a patient that was being prepped for open heart surgery. Information obtained from the customer revealed that manual charting was completed for the patient's vitals, however no invasive pressures were obtained. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. The customer reported that the procedure was completed without the patient's invasive pressures. Reference complaint number (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 07nov2016. During troubleshooting activities between merge technical support and the customer, it was revealed that the hemo monitor rebooted successfully and all functionality had been restored. When merge technical support remotely accessed the hemo database for this procedure, it was found that there were no entries automatically added to the event logs per system design. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Merge technical support then sent the customer a replacement hemo pc fru (RMA # (B)(4)) on 07oct2016. Upon receipt, the customer reported that it was an out of box failure when the unit was unpackaged. Evaluation results showed that the unit was returned unused and the serial number was confirmed as the same one that was shipped to the customer. The unit was then loaded with software and it tested ok and was then returned to service stock. A second replacement unit was not shipped to the customer until 07feb2017 due to the site renovating the cath lab. The original failed unit was returned to merge healthcare on 16feb2017 for evaluation. The evaluation results showed that the unit failed system diagnostics testing. The hard drive was wiped of all phi (protected health information), software was reloaded, the unit ran for four (4) days without issue, and then it was returned to service stock (RMA # (B)(4)). No further actions are anticipated at this time due to the issue being readily apparent to the user and the assessed low impact on a patient. Revised information contained in this supplemental report includes the following: g4 - date new information received by manufacturer (RMA closure date). G7 - indication that this is follow-up report 001 . H6 - evaluation codes: methods code#1: 3372 analysis of data log(s). Methods code #2: 3366 unit testing (testing of individual hardware or software components or groups of related units) . Results code: 3213 interoperability problem (a problem with the mechanical, electrical, or communication interface between two or more separate devices or components). Conclusions code: 13 device difficult to operate. H10 - indication of additional manufacturer information is contained in this follow-up report.